Event description:
Reportedly, a reintervention was performed one week after implant due to the fact that the atrial and defibrillation leads moved during an attempt of further ablation. Unscrewing the (rv) is-1 connector was not possible with one of the screwdrivers, even with a strong pressure applied to the screwdriver. It was not possible to screw either. The df-1 connectors and atrial is-1 could be unscrewed easily. The physician tried to strongly pull the is-1 part but it broke partially, so the non sorin defibrillation lead and the ICD were explanted and returned for analysis. The atrial lead was quickly replaced. A new defibrillation lead was implanted, as well as a new ICD.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.